Event description:
It was reported that in the month following the implant procedure, the left ventricular (lv) lead dislodged. The patient was hospitalized for a revision procedure to resolve the event. The patient was stable with no additional consequences.